Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test for a low battery on (B)(6) 2008. The temperature was recorded on this date at 4 degrees c. The self test failure went unnoticed until (B)(6) 2011. A new pad-pak was inserted on (B)(6) but there are multiple events on this day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence the device was not being adequately stored and exposed to low temperatures which can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.